Event description:
The implant surgeon reported to our sales rep that he was performing a surgery procedure. During this he observed that the blue gumming of the reported device was ripped. Then he removed it completed. The surgery was successfully completed at the end. There was a delay of 1 min.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.